Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support regarding insulin occlusion and infusion set expiration alerts. The patient indicated a desire to use the remaining insulin in the cartridge prior to changing supplies. The patient was advised to perform a complete supply change and stated they would proceed independently. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.